Event description:
Information received from the field does not address the patient's clinical status but notes atrial and ventricular lead impedances > 1990 ohms. The device was programmed to unipolar with normal function.